Manufacturer narrative:
A4 and a5 are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced suction events. A new impella cp was placed to resolve the issue. No patient harm was reported.

Manufacturer narrative:
Corrected information was provided in b1 (brand name). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the pump suction was most likely biomaterial ingestion based on the provided clinical details, data log analysis, and returned product investigation. The root cause of the device being in wrong position was most likely user related based on the provided clinical details.